Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/09/2024. An investigation was conducted on 01/18/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. There were no visual defects observed on the intact cannula or the intact c-ring. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot#: 3000351643 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure of the saphenous vein, vasoview hemopro 2 kit was opened and it was immediately noticed that the metal within the jaws was bent and slightly separated from the outer plastic. Therefore, the device was deemed unsafe for use and was removed from the surgical field. A new device was opened up and the harvest was completed with no other complications. The defective device was never used on the patient. The only surgical delay was the time it took to open up a new device, which was about 2 to 3 minutes.

Manufacturer narrative:
Tw ID#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.